Manufacturer narrative:
Additional information was provided in h.3, h.6. And h.10. Information provided on the questionnaire indicated that a cartridge and a handpiece were used with this lens. Without the specific model of cartridge, it cannot be determined if a qualified lens/cartridge combination was used. A non-qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, following intraocular lens (iol) implant procedure, the patient was seeing rings that are bothersome at night. The lens was exchanged in a secondary procedure approximately after 4 months following the initial procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by the doctor that, symptoms has been resolved.